Event description:
Subject was hospitalization on (B)(6) 2012 with symptoms of jaundice and abdominal pain that started on (B)(6) 2012. Presumed transient bacteremia following ercp. Per pt, following ercp on (B)(6) 2012, he began to have worsening abdominal pain, predominantly in the right upper quadrant. He reported the pain as throbbing, nonradiating, that was constant but no associated nausea or vomiting. He reports that 4 to 5 days following the onset of pain, he then noticed dark urine, as well as increasing yellowing of his eyes with associated pruritus. He presented to his local emergency room in (B)(6), at which time, he was noted to have elevated liver tests and was thus transferred for further eval.